Manufacturer narrative:
Additional information was added to h6. Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further due diligence, it was reported the event occurred during patient use. D9 corrected information: the device was received on 24feb2021; not on 09feb2021 as previously reported. H10: a device was received for evaluation; however, it was not the reported device but a non-baxter device instead. The actual device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the ¿leaking filter on medline tubing. Not leaking from hold in filter, but at side¿. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.